Manufacturer narrative:
(B)(4). Date of event: publication year of 2015. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title : impact of energy devices during liver parenchymal. Transection: a multicenter randomized controlled trial. Author : naoto gotohda ¿ takeharu yamanaka ¿ akio saiura ¿ katsuhiko uesaka ¿ masaji hashimoto ¿ masaru konishi ¿ kazuaki shimada. Citation: world j surg (2015); 39:1543¿1549. Doi 10.1007/s00268-015-2967-y. The objective of this study was to clarify the benefit of energy devices such as ultrasonically activated device and bipolar vessel sealing device in liver surgeries. This prospective multicenter randomized study involves 211 patients scheduled to undergo open liver resection for liver tumor between may 2011 and december 2012. The patients were randomized into two groups: in experimental group (group e), 107 patients (79 male; median age: 63; age range: 27-83; median bmi: 22.5 kg/m2; bmi range: 16.3-33,2 kg/m2) used energy device and in control group (group c), 104 patients (78 male; median age: 64; age range: 30-84; median bmi: 22.0 kg/m2; bmi range: 14.9 ¿ 32.6 kg/m2) did not use an energy device. After the parenchyma was crushed, the exposed vessel were ligated with a silk string in group c, while the exposed vessels were sealed with an energy device (if <5 mm, but ligated with a silk string if >5 mm) in group e; harmonic focus (ethicon) was used in 42 patients and the bipolar vessel sealing device was used in 65 patients. Reported complications in group e included significant intraoperative blood loss (n-?), bile leakage (n-?), and postoperative bleeding (n-?). In conclusion, the use of energy devices during liver surgery is clinically meaningful as it shortens the liver transection time and reduces the incidence of postoperative bile leakage.